Manufacturer narrative:
The reported event of atrial lead connection anomaly was confirmed. The atrial set screw was found to be completely backed out from the set screw threads and had rotated under the septum. This prevented a full, normal engagement with the torque driver and was the cause of the reported event. The anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) implant procedure on (B)(6) 2023. While attempting to implant the ICD, it was noted that atrial lead could not be connected to the ICD header. After multiple failed attempts, the anomalous ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition.